Event description:
A us distributor reported that an electrode belt was displaying add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted damaged distribution node pca. The root cause for the shorted distribution node pca could not be positively identified. There was no adverse event that resulted from the damaged belt.